Manufacturer narrative:
(B) (4) cable shorting. Product has been requested to be returned and has not been received. (B) (4).

Event description:
The customer reported that they have found that the cables have a short in them. There was no patient injury reported.